Manufacturer narrative:
Product evaluation: analysis results not available; device not received for evaluation.

Event description:
The physician reported that during a fess the tip of the blade "snapped off in patient". The physician "initially tried to use forceps but could not retrieve the broken piece. Eventually used suction, which worked. No additional procedure was needed."; the fragment was successfully retrieved. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.